Manufacturer narrative:
Note: (B)(4) lot no. 01408709s cordis lot no. 13471337. Per (B)(4) report (B)(4): cordis neurovascular reported no product is expected to be returned to (B)(4) for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, (B)(4) is unable to determine the exact cause for this incident. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01408709. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00156.

Event description:
During a neurovascular procedure, the enterprise stent prematurely deployed in the select plus microcatheter. Additional information has been requested.